Manufacturer narrative:
(B)(4). The customer reported 12 lead ECG was not working. There was no negative pt impact. The device was evaluated by a philips field service engineer (fse). Note that there are many factors that influence the quality of the leads ECG waveform, including brand and quality of monitoring electrodes, skin prep, and pt movement. The device was tested and passed all required testing and remains at the customer site for use. The reported symptoms could not be reproduced, and philips is therefore unable to determine the cause.

Event description:
The customer reported 12 lead ECG was not working.